Manufacturer narrative:
B3: unknown; no information has been provided to date. The pump was received for evaluation. The device was previously in on july of 2023 with the same issue in muc. Visual and functional tests were performed and the customer's problem of air/bubble in the dso seal was replicated. The root cause was unknown. The dso sensor seal will have to be replaced to fix the issue.

Event description:
It was reported that the pump stated ¿air bubble at the sensor¿. There was unknown patient involvement. There was unknown patient harm/adverse event reported.

Manufacturer narrative:
While performing a review of file cn-294557, it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-05151 is no longer considered reportable, please disregard any reports associated with it.